Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing ¿weird symptoms.¿ the physician thought it may be due to the valve and wanted it checked out. The valve was explanted.